Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump not vibrating anymore. The customer¿s blood glucose level was 203 mg/dl. The customer was assisted with troubleshoot. Customer reports the pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. Pump battery is not low and performed self test. Pump did not vibrate during the vibrate test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with no audio/vibrate beep anomaly alarm tones due to broken black wire of the piezo transducer. Unit passed the displacement test and unit fail self-test due to broken black wire of the piezo transducer. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.